Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set could not be closed. This was identified during a transfer set change. The transfer set was new. There was no patient involvement. No additional information is available.